Event description:
It was reported that following the implant of a transcatheter valve, the non-medtronic closure system failed and bleeding/damage at the access site was observed. Compression hemostasis was performed for approximately 1 hour; however, the bleeding did not stop. A balloon was used to attempt to stop the bleeding, but this was also unsuccessful. Subsequently, surgical repair was performed using a cut-down approach with any further issues.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-34, serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. Per the physician, the injury was caused by a non-medtronic closure device and not the medtronic device. There is no evidence to suggest the device caused or contributed to a death, serious injury or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the non-medtronic (perclose) closure system failed and bleeding/damage at the access site was observed. Compression hemostasis was performed for approximately 1 hour; however, the bleeding did not stop. A balloon was used to attempt to stop the bleeding, but this was also unsuccessful. Subsequently, surgical repair was performed using a cut-down approach with any further issues. Additional information was received that right side access was used for the delivery catheter system (dcs) and the minimum diameter of the access vessel was 5.5 mm or greater. The injury occurred after the procedure on the right side. Per the physician, the cause of the bleeding was the non-medtronic (perclose) closure device and the dcs was not a contributing factor.